Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, there was clip slippage and the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.